Event description:
It was reported that interrogation prior to the generator change procedure noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found one external insulation abrasion exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the exposed coil at the abrasion zone. No other anomalies were noted with the exception of procedural damage.